Manufacturer narrative:
Correction: the correct date of this report (b4) and date received by manufacturer (g2) is august 02, 2023; not august 04, 2023 as previously reported. Per the clinic, the patient underwent skin revision surgery (date not reported). This report is submitted on november 30, 2023.

Manufacturer narrative:
Per the clinic, the patient underwent a second skin revision surgery and abutment replacement under general anesthesia on (B)(6) 2024. This report is submitted on february 9, 2024.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 25, 2023.